Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update ad (B)(6) 2019: (B)(4)has been re-opened due to the receipt of pfs and medical records. Pfs alleges walking difficulty. After review of medical records, patient was revised to address failed metal on metal hip replacement and loose acetabular component. Revision note reported scar, presence of debris, thick walled capsular pseudotumor, loose acetabular component, metallosis, corrosion of the taper, small cyst; and the superior acetabulum and the ischium portion had fracture off.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Additional narrative: added: (age); weight; description of event or problem; test/laboratory data; other relevant history; device identification (expiration date); evaluation codes (patient code). Corrected: (dob). Patient code: no code available (3191) used to capture (medical device removal).

Manufacturer narrative:
(B)(4).

Event description:
New unity record created in order to update etq complaint number com-278030. Litigation alleges patient was revised due to pain. Update 20 april 2018: com-278030 has been re-opened under pc-000247113 due to the receipt of ppf and sticker sheets received. In addition to what were previously alleged, ppf alleges pseudotumor, loosening of cup, metal wear/metallosis and elevated metal ions. Added cup dur to allege loosening of the cup, and atem due to elevated metal ions. Added lawyer and law firm. Doi: (B)(6) 2010 - dor: (B)(6) 2016(left hip)

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient was revised due to pain.

Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.